Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with an eyhance toric intraocular lens (iol) implanted by the surgeon. Per the surgeon, the lens was different from what the packaging indicated and the 4 dots, the toric marks, were missing. The surgeon proceeded with the implantation. After one week, the patient returned with a surprise -6d spherical correction. The patient was permanently impaired, and their daily activities were significantly affected. The surgeon explanted the iol and implanted a new eyhance toric iol. No further information is available.

Manufacturer narrative:
The product was not returned to the manufacturing site for evaluation. However, photos were provided by the customer. Additional information: section d9: device available for evaluation? No. Section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The photo show an eye implanted with the complaint lens. The lens was observed to be missing the toric marks. No other issues were observed. Photos provided by customer were evaluated by the manufacturing engineer in conjunction with the manufacturing process to determine the source of the complaint. Based on the evaluation of the images received, a potential cause couldn¿t be confirmed since during the manufacturing of po (B)(4) all parameters and specifications were met successfully. During the assessment performed, no evidence to suggest that the complaint unit has been affected by the manufacturing process was observed. No further evaluation or test can be performed and the complaint reported could not be verified since the unit was not received for additional evaluation. No further evaluation was performed. The complaint issue "labeling issues" and "incorrect lens power" were not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.